Event description:
It was reported that the system was removed due to high impedance and low sensing. Setscrew anomaly suspected; however, it was noted that the setscrew was secured.

Manufacturer narrative:
No medwatch form was received the reported event was not confirmed in the laboratory. No out of range pacing lead impedance readings were present during bench and automated tests. It is believed a connection issue occurred or the associated competitor lead was damaged.